Manufacturer narrative:
(B)(4). On (B)(6) 2012, the customer reported that during an abdominal pelvic scan, the customer pulled the table in and then the unit moved on its own very swiftly. The unit gave the error message: ¿patient table on tilt motion were detected while ready for a scan verify and try again¿. The motion was described as if one of the patient unload buttons were being activated. The system was shut down and patients were rescheduled. There was no injury to the patient or operator. The customer contacted philips help desk to inform them of the issue and a field service engineer (fse) was dispatched to the site. On 15-nov-2012, the fse arrived on site to evaluate the system. The fse tested the couch and gantry operations and also made several scans. The fse determined that the issue occurred due to the failure of the gantry control panels. The original control panels are no longer available for investigation. The fse replaced the left and right gantry control panels to resolve the issue. No parts were returned for evaluation; however, log files were provided for evaluation. Since there were no parts returned from the field, a cause of the issue could not be determined by engineering. However, based upon the examination of the log files and the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to failed gantry control panels. CT engineering determined this issue to be acceptable. The following mitigations for this issue include: ¿ two independent controllers, driven by independent circuits, are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ stop button. ¿ buttons test during initialization. ¿ instructions in instruction for use to observe patient during all movements. ¿ f. When scan starts, the acquisitor checks for correct direction and that spiral motion does not stuck.

Event description:
Philips received a report where a customer reported that during a pt scan, the CT couch moved out then down and stopped at bottom of travel. This motion was not command by the operator. There was no injury to the pt or operator. However, there is potential for entrapment/pinching of a pt or operator and the pulling out of pt medical tubes (i.e. Ventilator tubes, IV tubes, etc.).

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).